Event description:
Major pump unit(s) involved: external control system failureadditional text: power module patient cable 1 broken and 1 bent pin.specific component(s) involved: other component malfunction, specifyadditional text:other component: power module patient cable 1 broken and 1 bent pin.causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control sustem failurespecific component(s) involved: external controller malfunction